Event description:
Resident was sitting on a watercloset on a high riser. The resident must have leaned forward too far and fell off landing on the floor. Resident was taken to the hospital. Resident injured leg above knee.this happened on a friday night. We did an investigation of the incident the following week. We found that the part that kept the riser secure to the watercloset was broken. This part was not known to have been broken before this incidentdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device failed during assembly, device failed just prior to use, device failure directly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.